Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part # 352.040. Lot # 43p8252: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the sales rep in (B)(6) that preoperatively to an unknown surgery on an unknown date, it was observed that the tip on the synream shaft device appeared to be bent and unable to receive heads. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) device.